Event description:
It was reported that during a remote follow up, noise was noted on the right ventricle (rv) lead. No intervention has been performed at this time. The patient was in stable condition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).